Event description:
A minimum fill notification was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller to clean the pump's pneumatic tap area and instructed them on filling and loading a new cartridge. Reloading the same cartridge initially did not resolve the issue, but successfully loading a second cartridge allowed the customer to resume insulin use.